Event description:
Information received indicates the hi/low function is drifting down.

Manufacturer narrative:
The technician cleaned and lubricated the hi/low drive but the issue remained. The technician found the hi/low gear and shaft were worn. The technician replaced the hi/low drive ball screw assembly to repair the bed.